Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that immediately post implant of this bioprosthetic valve, this valve was explanted and replaced. No reason for the explant was provided; no failure mechanism and no adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that this valve was explanted and replaced immediately following implant because the physician did not like the way the valve was seated; a larger diameter valve was successfully implanted instead. (B)(4). Product analysis: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. Conclusion: no issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.